Event description:
Information was received indicating that the cadd solis vip pump had a big occlusion bubble. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in excellent physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported problem was able to be duplicated. The dso seal was found to be the cause of the issue and was replaced to repair it. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information: no patient present at the time of the event.